Event description:
The company received a report where no audio was observed during preventative maintenance of the device. No pt harm reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer revealed that the failure was isolated to the speaker by swapping with a known good speaker assembly. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.